Event description:
It was reported that the top case cracked and had a firmware mismatch alarm. No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the plunger tamper seal was broken, the battery was missing, a chipped top case, cracks by the tubing guides, the bottom case gasket was falling apart, both plunger cases were cracked, and contamination on the power cord and power supply. The device's event history log was reviewed for evidence of the reported problem, found firmware mismatch. To conduct functional testing the device was powered up and attempted to upload software from base to head. The software upload failed, and the reported problem was duplicated. A new software version was installed, which cleared the firmware mismatch alarm. Impact from the customer and incomplete update process was determined to be the root cause. The device then passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.